Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. We were unable to perform the self -test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error alarm due to blank display. Also, the insulin pump was received with moisture damage on the motor, force sensor, and inside of the battery tube. No moisture damage was found on the keypad assembly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into the water with the insulin pump and then it would not work. The customer did not remove the battery, it just turned off. The customer reported that when the insulin pump began to vibrate they got out of the swimming pool and they received an error on the insulin pump. The customer's blood glucose level after the issue was 75 mg/dl. They reported that they received a critical pump error. The device was returned for analysis.